Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient who has twiddlers syndrome presented with loss of capture on the right ventricular (rv) channel. A revision procedure was performed to replace the patient's associated leads. This rv lead remains active in the patient. No additional adverse patient effects were reported.